Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was over 600 mg/dl at the time of incident. Customer stated that numbers kept on scrolling on the insulin pump while trying to program a bolus. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing due to insulin pump was not with the customer. Customer also reported to have experienced a high blood glucose of over 600 mg/dl due to keypad anomaly and treated with manual injection. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.